Event description:
It was reported that the size potentiometer malfunctioned and would not recognized the syringes. During calibration, the syringe valve did not change. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown; no information has been provided to date.

Manufacturer narrative:
Other, other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not broken. Review of the event history log (ehl) showed an invalid syringe size alarm. A flow test was performed as part of the functional test and the reported issue was duplicated. The screw for the size pot was missing and the size pot came loose from the guide. As a result, the size pot was screwed to the guide. The manufacturing DHR review found no indication that the complaint is related to a manufacturing issue. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. H3 updated.